Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm and motor error alarm on the insulin pump. Customer's blood glucose level was 138 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised during the manual prime process insulin squirted out. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor; unable to confirm prime fill anomaly due to motor error alarm. However, the motor passed motor test. No moisture damage noted on the electronic assembly. The insulin pump passed displacement test, self-test, and a21 error test. The operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.